Event description:
It was reported the device ECG was faulty and the self-test could not pass. After the ECG was reported for repair, the engineer unplugged the ECG lead cable. Sometimes the self-test passed, but it could not completely solve the fault. There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporter phone and reporting institution phone: (B)(6).

Manufacturer narrative:
Reported problem was solved by customer, after replacing the ECG trunk cable, device was successfully returned to service. Based on the information available, the cause of the reported problem was confirmed and traced to the ECG trunk cable failure. The investigation concludes that no further action is required at this time. H3 other text: reported problem was solved by customer.